Event description:
Flushed pt's IV with saline flush due to antibiotic being complete and removed an orange swab cap from the package and when I opened it and inspected it, I noticed that there was brown/black residue on the inside of the packaging. When I touched it, some residue came off on my glove. I threw the swab cap away along with the rest of the package and I opened a new package of swab caps. Upon inspecting a cap that I took from that package, there did not appear to be any residue on the cap, and one was placed on hub of pt's PICC line.